Manufacturer narrative:
Results - refers to the catheter. Final device analysis of the pump revealed no anomaly found - normal device function. Final device analysis of the catheter revealed the catheter was deformed in shape. The catheter segment returned was a 30.5cm proximal piece and a pump connector. Inspection noted two twisted and deformed areas location from 4 to 12 cm from the proximal end and from 16 to 20 cm from the proximal end. The catheter was occluded from 13 to 16cm approximately from the proximal end. There were also multiple holes inside the twisted and deformed areas. The catheter had to be cut into several sections to allow decontamination of areas that were not deformed. An unusual amount of damage occurred to this catheter.

Event description:
The product was returned with no information. No patient symptoms, treatment, or outcome was reported. Additional information has been requested, but was not available as of the date of this report.